Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: does the surgeon believe the cause of the pulmonary embolism to be related to surgicel powder? If yes, please explain. No, not necessarily. He just asked if there was any association with surgicel and pe. Please confirm the indication of use of surgicel powder - why was the surgicel powder used during the initial procedure (preventive hemostasis or active hemostasis)? Oozing on the liver bed after a lap choley. Date and exact name of initial procedure? Laparoscopic cholecystectomy date is not available. Date the patient went to the ER after the initial procedure? N/a. How was surgicel powder used laparoscopically? Applied to liver through a trocar. Where exactly was the surgicel powder used? Oozing on the liver bed. What are the patient¿s demographics? (Age, date of birth, bmi, past medical history) -patient was an ex bypass patient with multiple comorbidities. Was an autopsy performed? If so, what were the results? N/a. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy on an unknown date and absorbable hemostat device was used -the product was used on the liver bed without any issues and the patient was stable and sent home. Three days after the initial procedure, the patient went to the ER and subsequently passed away of a pulmonary embolism.